Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly during testing, however, moisture damage was found on the keypad traces. No unexpected numbers ramping or scroll bar movement was noted. The pump also had a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).